Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with an extraction tool was returned in one piece for analysis. The extraction tool was noted to be stuck inside of the lead. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited loss of capture. The ra lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.